Event description:
During routine testing of the device at the service center, the service technician reported the monitor failed the 12 volt battery test. This monitor was a loaner being returned with no complaints. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.